Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), device breakage ('device in false channel removed mostly intact with small piece still remaining'), abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 701615-not valid, 626910,626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (dates of live births: (B)(6) 1992), smoker and pregnant. On (B)(6) 2011: patient underwent transabdominal and transvaginal obstetrical ultrasound. No intrauterine gestational sac nor signs of ectopic pregnancy. 8 mm unenhanced endometrial echo complex. Differential possibilities include endocrine active retained intrauterine products of contraception versus sonographically occult ectopic pregnancy. Concurrent conditions included bartholin's abscess. Concomitant products included codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, naproxen and prednisone. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the ectopic pregnancy, device breakage and abortion of ectopic pregnancy outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, device breakage, dysmenorrhoea, ectopic pregnancy and genital haemorrhage to be related to essure. The reporter commented: left device in place. Essure device then placed in right ostia without difficulty ¿ 3 coils trailing. (B)(6) 2011-no intrauterine gestational sac nor signs of ectopic pregnancy and differential possibilities include endocrine active retained intrauterine products. Discrepancy noted as per insertion details: previously reported-2009 and now reported- (B)(6) 2012 for right patent tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Hsg (per mr): impression: successful obstruction of the left fallopian tube by the left sided essure device. The right fallopian tube is coiled on itself and the right fallopian tube is patent and spills freely into the peritoneal cavity. Lot number 701615 is not valid. Lot number: 626508 manufacture date: 2008-01 expiration date: 2009-12. Lot number: 626910 manufacture date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), device breakage ('device in false channel removed mostly intact with small piece still remaining') and abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') in an adult female patient who had essure (batch no. 626910,626508,761615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (dates of live births: (B)(6) 1992), smoker and pregnant. On (B)(6) 2011: patient underwent transabdominal and transvaginal obstetrical ultrasound. 1. No intrauterine gestational sac nor signs of ectopic pregnancy. 8 mm unenhanced endometrial echo complex. 2. Differential possibilities include endocrine active retained intrauterine products of contraception versus sonographically occult ectopic pregnancy. Concurrent conditions included bartholin's abscess. Concomitant products included codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxychloroquine since 2002, ibuprofen, naproxen and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("abnormal bleeding (general)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy, device breakage, abortion of ectopic pregnancy, device dislocation, cystitis, urinary tract infection and vaginal infection outcome was unknown and the dysmenorrhoea and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cystitis, device breakage, device dislocation, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, urinary tract infection and vaginal infection to be related to essure. The reporter commented: left device in place. Essure device then placed in right ostia without difficulty ¿ 3 coils trailing. (B)(6) 2011-no intrauterine gestational sac nor signs of ectopic pregnancy and differential possibilities include endocrine active retained intrauterine products. Discrepancy noted as per insertion details: previously reported-2009 and now reported- (B)(6) 2012 for right patent tube. As per pfs: insertion date: (B)(6) 2008 and (B)(6) 2012 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Successful obstruction of the left fallopian tube by the left sided essure device. The right fallopian tube is coiled on itself and the right fallopian tube is patent and spills freely into the peritoneal cavity. Lot number 701615 is not valid. Lot number: 626508 manufacture date: 2008-01 expiration date: 2009-12. Lot number: 626910 manufacture date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: lot number was added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), device breakage ('device in false channel removed mostly intact with small piece still remaining'), abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626910,626508,701615-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (dates of live births: 12may1992), smoker and pregnant. On (B)(6) 2011: patient underwent transabdominal and transvaginal obstetrical ultrasound. No intrauterine gestational sac nor signs of ectopic pregnancy. 8 mm unenhanced endometrial echo complex. Differential possibilities include endocrine active retained intrauterine products of contraception versus sonographically occult ectopic pregnancy. Concurrent conditions included bartholin's abscess. Concomitant products included codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, naproxen and prednisone. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the ectopic pregnancy, device breakage and abortion of ectopic pregnancy outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, device breakage, dysmenorrhoea, ectopic pregnancy and genital haemorrhage to be related to essure. The reporter commented: left device in place. Essure device then placed in right ostia without difficulty ¿ 3 coils trailing. (B)(6) 2011-no intrauterine gestational sac nor signs of ectopic pregnancy and differential possibilities include endocrine active retained intrauterine products. Discrepancy noted as per insertion details: previously reported-2009 and now reported- (B)(6) 2012 for right patent tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Hsg (per mr): impression: successful obstruction of the left fallopian tube by the left sided essure device. The right fallopian tube is coiled on itself and the right fallopian tube is patent and spills freely into the peritoneal cavity. Lot number 701615 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: update of ptc information (batch is not valid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), device breakage ('device in false channel removed mostly intact with small piece still remaining') and abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') in an adult female patient who had essure (batch no. 626910, 626508, 761615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (dates of live births: (B)(6) 1992), smoker and pregnant. On (B)(6) 2011: patient underwent transabdominal and transvaginal obstetrical ultrasound. 1. No intrauterine gestational sac nor signs of ectopic pregnancy. 8 mm unenhanced endometrial echo complex. 2. Differential possibilities include endocrine active retained intrauterine products of contraception versus sonographically occult ectopic pregnancy. Concurrent conditions included bartholin's abscess. Concomitant products included codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxychloroquine since 2002, ibuprofen, naproxen and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("abnormal bleeding (general)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy, device breakage, abortion of ectopic pregnancy, device dislocation, cystitis, urinary tract infection and vaginal infection outcome was unknown and the dysmenorrhoea and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cystitis, device breakage, device dislocation, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, urinary tract infection and vaginal infection to be related to essure. The reporter commented: left device in place. Essure device then placed in right ostia without difficulty ¿ 3 coils trailing. (B)(6) 2011-no intrauterine gestational sac nor signs of ectopic pregnancy and differential possibilities include endocrine active retained intrauterine products. Discrepancy noted as per insertion details: previously reported-2009 and now reported- (B)(6) 2012 for right patent tube. As per pfs: insertion date: (B)(6) 2008 and (B)(6) 2012 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Successful obstruction of the left fallopian tube by the left sided essure device. The right fallopian tube is coiled on itself and the right fallopian tube is patent and spills freely into the peritoneal cavity.. Lot number 701615 is not valid. Lot number: 626508 manufacture date: 2008-01 expiration date: 2009-12 lot number: 626910 manufacture date: 2008-04 expiration date: 2010-03 lot number:761615 manufacture date: 2010-08 expiration date: 2013-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), device breakage ('device in false channel removed mostly intact with small piece still remaining') and abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') in an adult female patient who had essure (batch no. 701615-inv,626910,626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (dates of live births: (B)(6)1992), smoker and pregnant. On (B)(6) 2011: patient underwent transabdominal and transvaginal obstetrical ultrasound. 1. No intrauterine gestational sac nor signs of ectopic pregnancy. 8 mm unenhanced endometrial echo complex. 2. Differential possibilities include endocrine active retained intrauterine products of contraception versus sonographically occult ectopic pregnancy. Concurrent conditions included bartholin's abscess. Concomitant products included codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxychloroquine since 2002, ibuprofen, naproxen and prednisone. On (B)(6) 2008, the patient had essure inserted. In june 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration of essure device location of device"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("abnormal bleeding (general)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy, device breakage, abortion of ectopic pregnancy, device dislocation, cystitis, urinary tract infection and vaginal infection outcome was unknown and the dysmenorrhoea and genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, cystitis, device breakage, device dislocation, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, urinary tract infection and vaginal infection to be related to essure. The reporter commented: left device in place. Essure device then placed in right ostia without difficulty ¿ 3 coils trailing. (B)(6) 2011-no intrauterine gestational sac nor signs of ectopic pregnancy and differential possibilities include endocrine active retained intrauterine products. Discrepancy noted as per insertion details: previously reported-2009 and now reported- (B)(6) 2012 for right patent tube. As per pfs: insertion date: (B)(6) 2008 and (B)(6) 2012 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Successful obstruction of the left fallopian tube by the left sided essure device. The right fallopian tube is coiled on itself and the right fallopian tube is patent and spills freely into the peritoneal cavity.. Lot number 701615 is not valid. Lot number: 626508 manufacture date: 2008-01 expiration date: 2009-12 . Lot number: 626910 manufacture date: 2008-04 expiration date: 2010-03 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events: infection (bladder/ urinary tract/vaginal) type, migration of essure device location of device were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), device breakage ('device in false channel removed mostly intact with small piece still remaining'), abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626910,626508,701615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (dates of live births: (B)(6) 1992), smoker and pregnant. On (B)(6) 2011: patient underwent transabdominal and transvaginal obstetrical ultrasound. No intrauterine gestational sac nor signs of ectopic pregnancy. 8 mm unenhanced endometrial echo complex. Differential possibilities include endocrine active retained intrauterine products of contraception versus sonographically occult ectopic pregnancy. Concurrent conditions included bartholin's abscess. Concomitant products included codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, naproxen and prednisone. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the ectopic pregnancy, device breakage and abortion of ectopic pregnancy outcome was unknown and the genital haemorrhage and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, device breakage, dysmenorrhoea, ectopic pregnancy and genital haemorrhage to be related to essure. The reporter commented: left device in place. Essure device then placed in right ostia without difficulty ¿ 3 coils trailing. Discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2012 for right patent tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded). Hsg (per mr): impression: successful obstruction of the left fallopian tube by the left sided essure device. The right fallopian tube is coiled on itself and the right fallopian tube is patent and spills freely into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and mr received. Event injury nos was replaced with the new events: abnormal bleeding (general), pain: menstrual pain, pregnancy (ectopic), miscarriage of ectopic pregnancy, device ineffective, device in false channel removed mostly intact with small piece still remaining newly placed coil still in place after removal of this device. Lot number was added. Lab data was added. Concomitant drugs, conditions, historical conditions and reporter's information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.